Event description:
When asked "since your last refill, have you been hospitalized or had any changes in your medications, allergies, or medical conditions?" Per pt: yes; "hospitalized (B)(6) 2022" no further information able to be obtained.